Manufacturer narrative:
Unable to replicate customer concern. Functional evaluation with a sample 5.5/6.0 mas found no issues with respect to retention or release of the mas. Visual and microscopic examination of the mas head engagement feature display significant deformation and damage at the top of one of the retention features and the top of the mas head pocket. It is noted that the extenders are a multi-use instrument, and may not have been damaged during the surgery which is referenced in this complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display damaged mas head engagement features.

Event description:
Levels implanted in the initial surgery: th12-sai pre-operative diagnosis: unsuccessful bone union caused rod breakage reason for revision surgery: rod breakage it was reported that during a revision surgery, left extender at th12 could not be disengaged from a screw although the extender showed ¿ej¿. The extender had to be removed forcibly. No patient complications were reported during revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.